Event description:
On (B)(6) 2025, a patient underwent percutaneous transluminal angioplasty procedure using a bantam otw pta catheter. Prior to use, upon opening the outer package of the balloon, it was reported that the anterior end of the balloon and the anterior end of the catheter was completely fractured, and they were separated. It was also reported that the balloon was broken and unusable. Another device was used to complete the procedure.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510 k number for the savvy long otw pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the bantam device was returned for evaluation. The device was returned in two sections, 1st section that measured 158mm comprising of the distal end - balloon and distal tip and the second measured 1190mm comprising of the shaft, exposed inner lumen and hub sections. A break of the inner on the first section was present approx. 3mm from the break at the balloon taper point. To other damage was noted to the balloon. The sleeve was partially removed by 90mm and was damaged at the taper end. The inner diameter of the sleeve was measured and complied to specifications. The inner lumen of the second section was exposed stretched. The proximal bond was intact on the shaft. Two pf the photos showed the distal section of a catheter comprising of the balloon and partially removed balloon sleeve and proximal marker band which were partially in view. The shaft and hub sections were missing. A break of the inner was present close to the balloon taper point. There was damage to the sleeve taper end. Three of the remaining photos were similar. Shown were 2 sections of a catheter placed on a carton packaging. The first section showed the distal end comprising of the balloon and partially removed balloon sleeve and proximal marker band which were partially in view. The second section partially showed the shaft and inner lumen which was stretched. An inner lumen break was confirmed. Therefore, the result of the investigation is confirmed for the reported device damage prior to use issue. The root cause for the reported device damage prior to use issue could not be determined based upon available information, device evaluation and photos review. The damage to the device - the inner lumen and balloon taper breaks, the stretched inner and damaged sleeve suggest that user handling techniques (excessive force) was responsible for this damage, likely occurring during an attempt to remove the sleeve during device preparation. Labeling review: the information for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Use the catheter prior to the use by date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the use by date specified on the package. Directions for use: inspection and preparation - remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.